Event description:
The hospital reports that they put the sawblade in cutting guide, saw (making various cuts- all cuts around the bone), remove cutting guide and see metal dust/shards in patient. Used gauze to remove as much dust/shards as possible and continued the procedure. To date thepatient is reported to be fine. Exact date of surgery is unknown, however procedure took place in 2006 and was a primary surgery.